Manufacturer narrative:
Device evaluation. The affected device has not yet been returned for evaluation. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that during a stemi procedure air was introduced into the system through the hemostasis valve and injected into the patient. An embolus of air was injected into the lad causing a cardiac event. Acls protocol was initiated. Surgery was not required. The patient recovered and the procedure was completed. No further harm or injury to the patient was reported.

Manufacturer narrative:
One device was returned for evaluation. A leak could only be reproduced at vacuum levels exceeding the product's specification. The complaint was unable to be confirmed when operating the device per the instructions for use. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.